Event description:
No additional information was received from the manufacturer representative (rep) in response to follow-up as they knew nothing about the patient's treatment. Additional information received from the healthcare provider (hcp) in response to follow-up reported that it was unknown when the issue began. The patient was encouraged to have it reprogrammed but he did not want that done. It was not known what was done to address the issue and the cause had not been determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient 's testicles were shocked and 3 adjustments were made). Patient would have it removed if it did not involve another procedure. Patient was alive with no injury at the time of report. It was reported evidently the physician had encouraged him to return to reprogrammed. The indications for use for this patient was urinary dysfunction/sacral nerve stimulation. Additional information was being requested from the representative. Follow up will be submitted if additional information is received.